Event description:
(B)(4) the day I had essure place I had heavy bleeding, passing clots, and very bad cramping. The dr was unable to place the coil correctly in my left side, she had to remove it and replace a new coil. It was extremely painful! I spent many hours and multiple trips to the ER for the following 6 to u months after essure was placed because of heavy bleeding. I seen many different gyn's and was giving medication to stop the bleeding (that did not work but for a few days). I still have very heavy bleeding, cramps, and pass blood clots during my menstrual cycle. I have sharp stabbing pain in my lower right side, headaches, back pain, bloating of the stomach, hair loss, acne and pain during sex at times. There was reported no known cause on blood work for these symptoms by my pcp. Other health conditions are svt, born without a spleen, and suffer from recurring kidney stones. I started having kidney stones 2013, and have never had any before then. I have had 2 c-sections births 2007 and 2010 because of breech babies. Known allergies are iodine, latex and seasonal.